Event description:
Cortisol and estrogen and progesterone went haywire from the ashley black fasciablaster stick along with getting a bulging disc in my l4, l5 and s1 from blasting to her protocols to get rid of right fascia and muscles. She would say blast up to a pain level of 7 and encouraging bruising as a good thing. Her protocols have since changed but at the time thousands of us were given the first set of protocols. This caused harm to my spine after just blasting to a pain level of 4 or 5. She constantly contradicts herself and bullies people that want to share their story of their adverse reactions and deletes negative questions or comments on her (B)(6) page. Now that she is getting sued in two class action lawsuits, she now allows a few of the comments. I also put on 20 lbs from the detoxing and inflammation and as a fitness instructor I never had any issues with pain, bloating, inflammation or weight prior to blasting. Please help us and please make her accountable for her business practices.